Event description:
Related manufacturer reference number: 2017865-2022-16034. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of leads, it was noted that the right ventricular (rv) lead and the right atrial (ra) lead were dislodged due to twiddler's syndrome. The physician explanted and replaced the rv and ra leads on (B)(6) 2022. The patient was in stable condition.